Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device not returned.

Event description:
It was reported that prior to a breast biopsy procedure, the package of the probe was allegedly found to be damaged thereby breaching the sterile barrier. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. Photo shows the backside of the cover(where device is present) where the product information was provided and at the right corner of the cover tear was noted. Therefore, based on the photo, the reported failure breach of sterile barrier can be confirmed based on the provided photos. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a breast biopsy procedure, the package of the probe was allegedly found to be damaged thereby breaching the sterile barrier. The procedure was completed using another device. There was no patient contact.